Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a distal emboli or distal clot occurred post atherectomy treatment. The physician had performed an atherectomy treatment procedure within the right common femoral artery with the use of a 2.4mm jetstream xc atherectomy catheter, without the use of an emboli protection device. After the treatment was completed, the physician was checking the results of the procedure when a distal emboli or distal clot was noticed in the superficial femoral artery (sfa). The physician tried to treat the emboli with angiojet, with some success but was unable to capture it all as the emboli kept moving. The emboli finally stopped in the bifurcation. The patient was transferred to a vascular surgeon at a different facility for an embolectomy procedure. The final patient status is unknown but when the patient was transferred from the facility, the patients foot looked a lot better.